Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer reported that she had hyperglycemia of 27 mmol/l at the time of incident. The customer declined to troubleshoot for high blood glucose.. The customer reported that she treated herself with an injection. The customer was advised to monitor the blood glucose and also that the infusion set will be replaced. The customer was advised to go to hospital if her blood sugar stays high. Troubleshooting was not performed. The insulin pump will not be returned for analysis.